Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level of 263 mg/dl. The customer reported that they had been treated with injections at the hospital. The customer declined troubleshooting for high blood glucose level. The customer reported that the insulin pump was not working. The insulin pump will be returned for analysis.